Event description:
It was reported that while using the bd autoshield¿ duo pen needle patients are complaining of not receiving the full dose of medication. The following information was provided by the initial reporter details of complaint (reported issue): ongoing issues questioning if patient receiving full insulin dose using these needles with insulin pens. Multiple complaints from patients. There just have been ongoing concerns with this product overall (not specific to one order). Specifically concerning that patient's aren't receiving the full dose of medication using these needles on the insulin pens.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time .